Manufacturer narrative:
The device was returned to olympus for inspection. The subject device showed traces of having been repaired by a third party, and it is not in the state of manufacture that olympus intended. The effects of durability or third-party repair work are unknown. A root cause for the foreign material event could not be identified. Based on the results of the investigation, the most likely cause was also not established. A root cause for the device component damage could not identified. Based on the results of the investigation, the most likely cause was expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodeno videoscope exhibited a scratched probe cover and crystallization inside the control body. There was no patient involvement.